Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pen needle 31gx5mm 5b 28ct was clogged. This occurred on 5 occasions before use. The following information was provided by the initial reporter: it's noticed that pen needle clogged, no water out during the preparation of injection. Defected product didn't be used.

Event description:
It was reported that pen needle 31gx5mm 5b 28ct was clogged. This occurred on 5 occasions before use. The following information was provided by the initial reporter: it's noticed that pen needle clogged, no water out during the preparation of injection. Defected product didn't be used.

Manufacturer narrative:
H.6. Investigation: DHR was reviewed and no qn found. Manufacture records were reviewed. No abnormality was found. Appearance and np end were inspected for 14pcs retention parts, all results passed. 4 pcs np bent(broken) needle product was checked by visual inspection system and it was rejected as defect parts. Pen needle product has 100% np end angularity inspection by visual system, and defect part will be rejected automatically. Based on investigation above, the complaint is not manufacture issue. Returned samples did not display reported defect.